Event description:
It was reported the patient is not receiving effective stimulation. Lead diagnostics revealed multiple invalid contacts. Reprogramming was unable to provide more effective stimulation but patient still is not completely satisfied. Follow up information identified the patient underwent surgical intervention on (B)(6) 2014 where two peripheral leads (off-label) were added to his system to provide effective stimulation and the ipg was electively replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.